Event description:
It was reported that leakage occurred. There was no patient involvement and no patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. No defects were found. During the test, the bags were filled with water, the three (3) samples received leaked in the bag. The following occurrence mitigations are to prevent leaks due to incomplete seal between the bag and pump tube. Production personnel verify that rf generators are turn on before to start up the cassette bag machine. Maintenance personnel are trained and perform set up for cassette bag machine as procedure indicates. The following occurrence mitigations are to prevent leaks due to lack of solvent in the bonds of cassette. Bonding operations are performed according to procedure to prevent lack of solvent in the bonds. Bonding operation is performed with the proper solvent dispenser and wick according to procedure. Root cause investigation and corrective actions will be determined through internal CAPA process.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any MDR reports associated with it.